Manufacturer narrative:
According to the customer contact, on (B)(6) 2023, a patient was burned on the lip during a tonsillectomy due to exposed metal at the base. After the burn occurred, use of the device was stopped. It was reported that follow up care was provided and the patient required a follow up appointment with a plastic surgeon due to the reported burn. The customer reported the procedure was completed. It was also reported that the patient was readmitted to the hospital on two occasions after the procedure. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, on (B)(6) 2023, a patient was burned on the lip during a tonsillectomy due to exposed metal at the base.